Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending (lad) coronary artery with heavy calcification, moderate tortuosity and 90% stenosis. The 2.8x19 mm graftmaster covered stent could not cross due to the anatomy and the shaft kinked during the attempts to cross. Another graftmaster stent was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported deformation due to compressive stress and material separation (shaft separation) were confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending (lad) coronary artery with heavy calcification, moderate tortuosity and 90% stenosis. The 2.8x19 mm graftmaster covered stent could not cross due to the anatomy and the shaft kinked during the attempts to cross. Another graftmaster stent was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. Returned device analysis identified that the hypotube and jacket were separated. The account stated that the separation occurred during attempts to cross the area and the separated portion was pulled back normally. No additional information was provided.